Manufacturer narrative:
It was reported that the table was sitting and the service light was flashing and the back went up to 90 degrees, the back went up without any button being pushed. There was no injury or adverse consequence reported. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. A stryker field service technician has returned the hand pendant for additional testing prior and has installed a replacement hand pendant, releasing the table to full use.

Event description:
It was reported that the table was sitting and the service light was flashing and the back went up to 90 degrees, the back went up without any button being pushed. There was no injury or adverse consequence reported.